Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. The customer experienced the following symptoms described as, " sweat, disorientation and weakness". As a result, an "oral sugaring treatment of juice, honey and coca-cola" was provided by a non-health provider. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. The customer experienced the following symptoms described as, " sweat, disorientation and weakness". As a result, an "oral sugaring treatment of juice, honey and coca-cola" was provided by a non-health provider. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.